Event description:
Infusion line connected to pump. Pump indicated drips were infusing. Patient blood pressure began to drop. Assessed chamber and noticed that there were no drips infusing in chamber.